Event description:
Fogarty inserted right femoral artery-upon removal of fogarty balloon tip was missing & inner working of fogarty was exposed & caught on artery wall. Second fogarty used to free fogarty tip-balloon tip found.